Event description:
Related manufacturer report number: 2017865-2021-33757; 2017865-2021-33755. It was reported that the patient presented with a pocket infection. The patient was septic. The system was explanted and replaced. The patient was stable.